Event description:
It was reported that this pacemaker was explanted due to a product performance anomaly. No additional adverse patient effects were reported.additional information received detailed that this pacemaker was explanted since it was at the recommended time for changeout after ten years implanted and with four years left in the battery.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this pacemaker was explanted due to a product performance anomaly. No additional adverse patient effects were reported.